Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went onsite, but was unable to confirm the customer reported failure. The fse found a drape adapter issue and did not find any trouble with the system at the time of service. The system was tested and verified as ready for use. This complaint is being reported due to a da vinci system issue rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported issue were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, there were issues with arm 3. The da vinci coordinator contacted the technical support engineer (tse) prior to docking for the procedure and noted that arm 3 was flashing yellow when an instrument was installed. Prior to calling in, the operating room (or) staff had tried a new drape and a new camera instrument with no resolution. The tse viewed the system event logs, however, no arm 3 faults were present. The tse had the or staff remove the drape and inspect the 4 spring pins on arm 3's carriage and also install a new drape, still there was no change. The tse then had the or staff reboot the system and reseat the drape adapter sensor on arm 3. The surgeon elected to convert the case to the site's other da vinci system. The procedure was completed with no reported injury.